Event description:
Patient's mother contacted dexcom to report that there was a hard red bump under the sensor patch when it was removed from the insertion site and was painful. The patient's mother brought the patient to a doctor on (B)(6) 2013 and was prescribed desonide anti-itch cream.